Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, resistance was encountered. The lesion was located in the common bile duct (cbd). The 10 x 12 cm rx stent delivery system (sds) was advanced to the lesion, however, resistance was encountered upon retracting the inner guide catheter to deploy the stent. The stent was successfully implanted and the procedure was completed without further intervention. No pt injuries or complications were reported. The pt's status is reported as "fine".

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery system was disposed of at the user facility, therefore, a technical analysis was unable to be performed. A review of the device history record (DHR) was performed and revealed no related issues to this complaint. The root cause was unable to be determined.